Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a therapy trial the patient underwent. It was reported that the patient had a kinked catheter during the trial. No symptoms were reported as being associated to the kinked catheter. The drug being used during the trial was unknown. It was unclear when the trial occurred. The patient was later implanted with a device implanted to treat non-malignant pain. No additional information was known.